Manufacturer narrative:
As reported, it is alleged that one of the buttons was continually falling off from the hydro-surg plus w/ smokevac trumpet valve & tip irrigator; there was no reported patient injury. The subject product was not returned; however, a photo was provided. Photo evaluation confirms a detached cap from the trumpet valve; however, the photo does not assist in determining the definitive root cause for the reported event. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
It was reported that, on (B)(6) 2020, during an unspecified procedure, one of the buttons (white threaded knob) was continually falling off from the hydro-surg plus w/ smokevac trumpet valve & tip irrigator causing concerns of patient safety. The button was found on the floor and as reported, there was no patient injury.